Event description:
The reporter indicated that intermittent oversensing was observed, even when programmed to a sensitivity setting of 7mv. Iegms showed large complexes of unknown origin annotated as "vs" with intermittent annotations of "n". Behavior can only be duplicated when patient takes a deep breath. Unable to duplicate by manipulating the pocket or having the patient perform isometrics. Lead impedance is unchanged in both the unipolar and bipolar configurations (480 ohms). Pacer spikes look small (bipolar) when programmed to the bipolar mode. Patient is asymptomatic and is currently in the hospital for unspecified, non-pacer related reasons. Date of previous pacemaker follow-up unknown. Indication for pacing and underlying rhythm are also unknown.